Manufacturer narrative:
MFR ref no.: (B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed. The unit was received inoperable per symptom of " system error 105," caused by a failed motor. The motor assembly was replaced.

Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient involvement.